Event description:
It was reported that the patient retained urine and not draining even after the foley bag was burped to put air in, and verified there were no kinks or dependent loops. Temperature foley catheter was leaking after insertion and balloon was not fully deflating leaving a lip and ridge. Defect was against the lot number ngfn2786.

Manufacturer narrative:
The reported event was inconclusive. It is unknown whether the device had met relevant specifications. The product was used for treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the attached photo sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted balloon mushroom was present upon receipt of the photo. This is out of specification per inspection procedure which states, "tips to be straight relative to shaft, transition between the shaft and tip must be smooth, ridges, lines, or gouges not permitted, tip must not be malformed, scratched and/or with channels". Furthermore, based on the photo sample attached it is unknown whether inaccurate flow rate or urine leaks occurred because the device could not be tested. A potential root cause for this failure could be inserts with edges (the operator hits the shaft against the bottom insert when removing the piece of the mold). A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Directions for use: 1. Wash hands and don clean gloves. 2. Explain procedure to patient and open peri-care kit. 3. Use the provided packet of wipes to cleanse patient¿s periurethral area. 4. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel. 5. Using proper aseptic technique open csr wrap. 6. Don sterile gloves. 7. Place under pad beneath patient, plastic/¿shiny¿ side down. Note: use caution to maintain aseptic technique 8. Position fenestrated drape on patient. 9. Saturate 3 foam swab sticks in povidone iodine. 10.attach the water filled syringe to the inflation port note: it is not necessary to pre-test the foley catheter balloon 11. Remove foley catheter from wrap and lubricate catheter. 12. Prepare patient with 3 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabs. Note: use each swab stick for one swipe only female patient: with a downward stroke cleanse the right labia minora and discard the swab. Do the same for the left labia minora. With the last swab stick cleanse the middle area between the labia minora male patient: cleanse the penis in a circular motion starting at the urethral meatus and working outward. 13. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube. B. Insert catheter two more inches and inflate catheter balloon. 14. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe note: use of less than 10cc can result in asymmetrically inflated balloon 15. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck. 16. Secure the foley catheter to the patient use the statlock® foley stabilization device if provided (see statlock® foley stabilization device IFU). Note: please make sure patient is appropriate for use of statlock® stabilization device 17. Position hanger on bed rail at the foot of the bed note: exercise care to keep bag off the floor 18. Use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked. 19. Indicate time and date of catheter insertion on provided labels. Place designated labels on patient chart and drainage system 20. Document procedure according to hospital protocol." The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient retained urine and not draining even after the foley bag was burped to put air in, and verified there were no kinks or dependent loops. Temperature foley catheter was leaking after insertion and balloon was not fully deflating leaving a lip and ridge. Defect was against the lot number ngfn2786.